Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas, alleging a history settings issue. The patient stated that they set a temp basal of -90% with a 4 hour duration. They stated that is the default and that twice the pump ceased temp basal delivery prematurely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: review of the black box shows a temp basal programmed run on (B)(6) 2016 from 19:32 to 19:59. And a temp basal program run on (B)(6) 2016 from 20:08 to 20:26. For testing purposes a temp basal with +90% was set with a 4.0hr duration period. The pump correctly recognized the temp basal program. The pump ran the temp basal program for the full 4.0hr duration period with no interruptions or cancellations duplicated. The completed temp basal program was recorded on status screen 5. No hypersensitive keys were observed on the keypad. Unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.